Event description:
The account reported the brake pedal sets but the right head brake caster will still roll. The bed was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the right head brake caster wheel is worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the wheel for the right head brake caster to resolve the issue. Based on this information, no further action is required.